Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any staple formation issues identified throughout the care of the patient? No. Does the surgeon believe that the post-operative bleeding is associated with a deficiency of ethicon stapler? He doesn¿t know. What color cartridges were used and on what corresponding structures were they used on. Blue. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Does the surgeon in one continuous firing stroke or use pulse firing technique? Continuous firing stroke. Patient has no high blood pressure or diabetes.

Event description:
It was reported that the patient experienced intraluminal bleeding following a roux-en-y gastric bypass procedure. Action user took to mitigate/ resolve problem during procedure: 3x tranexamic acid. On (B)(6) 2019, initial procedure date. On (B)(6) nh without problems. Night of (B)(6) on (B)(6) at 2.00 hours recorded because of blood-cures. Blood was bruised 3 times during the night. Hb dropped from 8.6 on (B)(6) at 02.00 hours until finally 7.1 on (B)(6) at 19.00 hours had 3x tranexamic acid. Hd remained stable. On (B)(6) hb 7.6. Pt stable, no blood left. On (B)(6) with discharge.